Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 130 units of insulin. Reportedly, the customer loaded a new cartridge to resolve the issue. Customer's blood glucose was 226 mg/dl.